Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a meniscal root procedure, as the surgeon tried firing the ar-12990, knee scorpion, nothing budged. When the surgeon attempted to fire it again, something snapped and the surgeon could not get the needle out. The rep stated that they did not see anything come out of the tip of the scorpion after it snapped. After many attempts, the surgeon was able to pull the needle out of the scorpion, and it was discovered that the ar-12990n scorpion needle was missing the entire flat tip of the needle. The rep stated that c arm was called in, and nothing seemed to have broken off in the patient. The rep reported that the case was completed by using a ceterix. The rep stated that the surgeon and rep believe the broken needle tip is stuck inside of the scorpion. Additional information has been requested. Additional information received on 12/26/2018: the rep stated that x-rays were not taken, and the surgeon is certain that the broken fragment was not left in the patient. The broken piece is half the size of the full needle. The rep stated that the scorpion needle came from the meniscal root repair implant system (ar-4550/lot: 10211613). The rep stated that they were not in the room prior to the scorpion being inserted into the joint, and the surgeon does not remember if the device was dry fired. One pass was attempted, and the jaws were securely clamped on the tissue. The rep confirmed that the needle did not hit bone. The scorpion will be returning for evaluation. The rep stated that they believe the broken needle point is within the knee "scorpion".